Event description:
Issue reported: clip falling.

Manufacturer narrative:
Qn# (B)(4). Report is retracted based on additional information indicating that the clip did not fall from an applier and did not fall inside the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: clip falling.